Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used conditions. The red cap in the valve of the inflation line was observed to be missing and the inflation line was cut upon visual inspection. Relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were both reviewed; no discrepancies found. Inflation test was audited during thirty-two units with no leaks found. Inflation test was audited during thirty-two units with no leaks found. Based on the evidence, the complaint was confirmed. However, the problem source is unknown. The most probable root causes were found to be the tube was damage after it left the shm facility, the tube was damage in shm during the process, lack of detection by production personnel during the inspection of material, or material was received damaged from the supplier.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid was in use with a patient at a hospital. The reporter stated the red component in the one-way valve was missing, which did not allow proper cuff deflation. Therefore, the reporter cut off the inflation line, released air pressure from the cuff, and replaced the tube with another one. There were no adverse patient effects.